Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process. Mwr-05042019-0000395771 submitted for adverse event which occurred on (B)(6) 2010. Mwr-05042019-0000395772 submitted for adverse event which occurred on (B)(6) 2011. Mwr-05042019-0000395808 submitted for adverse event which occurred on (B)(6) 2012. Mwr-05042019-0000395812 submitted for adverse event which occurred on (B)(6) 2017. Mwr-05042019-0000395821 submitted for adverse event which occurred on (B)(6) 2018.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent irrigation and debridement for a wound infection on (B)(6) 2010. It was reported that the patient underwent an exploratory laparotomy, excision of infected mesh, small bowel resection involved with infected mesh and ventral hernia repair surgery on (B)(6) 2011 during which the surgeon noted the previously placed mesh was densely adherent to a section of small bowel. The section of small bowel was removed. It was reported that the patient underwent small bowel resection and fistula excision on (B)(6) 2012. It was reported that the patient underwent ventral hernia repair surgery on (B)(6) 2017. It was reported that the patient underwent recurrent ventral hernia repair surgery and lysis of adhesions on (B)(6) 2018. It was reported that the patient experienced severe pain, bowel resection, adhesions, nausea, diarrhea, recurrence, scarring, disfigurement, loss of appetite, stress and anxiety. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 02/25/2020.